Event description:
It was reported the insulin pump alarmed unexpected restart, external ram crc error, and multiple time displayable history crc check failed at startup. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
No external ram crc error alarm or unexpected restart alarm noted. The insulin pump passed the self test and unexpected restart error test. Displayable history crc check failed at startup alarm in alarm history screen. Displayable history crc check failed at startup alarms due to corrupted history file. The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.